Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they woke up this morning and stimulation is off and they don't know how that happened. Patient stated they use different group for night and day and they went to change to the group this morning and therapy is off. Patient services assisted patient with using the controller to turn stimulation on. Controller showed ins 40% and controller 100% charged. Patient service reviewed with patient to charge the implant. The troubleshooting steps that were taken on the call resolved the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating that they had no idea why the remote turned off. They were trying to adjust the intensity level and it didn't respond. Patient called manufacturer and their suggestion to press the white button worked. The issue has been resolved.